Event description:
Hcp reports patient presented with signs of an infection in the pump pocket including fever, redness, "fullness" around the pump, and pain. Hcp reports the infection was "seeded" from the patient's urinary tract infection. Cultures were taken from the pump pocket. The pump was explanted and returned to the manufacturer for analysis. Surgery for a right humerus fracture was delayed due to this hospitalization. The patient is reported as having risk factor of having a urinary tract infection. Hcp reported patient will probably not be receiving another pump as patient is currently pain free.